Event description:
It was reported while using mckesson prevent® r shielded IV catheters the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: needle not retracting when button is pushed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Lot# 183216 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using mckesson prevent® r shielded IV catheters the needle failed to retract. There was no report of patient impact. The following information was provided by the initial reporter: needle not retracting when button is pushed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 25-apr-2022. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received five unopened units from lot number 0183216. To inspect for retraction failure the device will be visually inspected for any visible defects. This includes bound springs, excess gel, and more. There were no defects observed upon visual inspection of the device. The devices were then tested for retraction by pressing the button. All four units retracted with no defects identified. As the device retracted and no defects were observed in the returned units the defect cannot be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.